Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to the caller to reset the pump, and after the reset, the error code did not appear again, allowing the caller to successfully start their sensor session.